Event description:
Literature: capelle, h.h. Kinfe, t.m., krauss, j.k. Deep brain stimulation for treatment of hemichorea-hemiballism after craniop haryngioma resection: long-term follow-up. Journal of neurosurgery 2011. 115: 966-970. Published online august 5, 2011. Doi: 10.3171/2011/6.jns101388. Summary: summary: the authors report on the effectiveness of deep brain stimulation in a patient with hemichorea-hemiballism that developed following resection of a craniopharyngioma. The patient was implanted both in the thalmic ventralis intermedius nucleus and the posteroventral lateral globus pallidus internus and the energy consumption as it relates to thalmic vs pallidal stimulation was discussed. Reportable event: at 19 months post-operatively there was a sudden reoccurrence of the choreic movements after the patient changed an electric bulb. Interrogation of the pacemaker revealed that it was switched off. After resetting the stimulation the choreic movements disappeared within minutes, at an amplitude of 0.8v. See attached literature article.